Manufacturer narrative:
N/a.

Event description:
The following has been reported: as part of palliative care, a (B)(6)-year-old resident receiving anxiolytic treatment via an electric syringe pump. Basal and bolus rate. The syringe pump was programmed according to the prescription, with the preparation label affixed to the device, which remained unlocked after programming. Three boluses were administered by the nurse; however, the injected volumes differed each time. During a subsequent attempt to administer a bolus, the basal rate was modified twice and left at a rate ten times higher than the prescribed dose. This programming error was not identified by the nursing staff. Later, the resident exhibited respiratory pauses, at which point the programming error was detected. Patient's condition: respiratory pauses, followed by death during the night of the incident. Actions taken by the care facility to manage the patient: the electric syringe pump was switched off. The biomedical department was informed. The electric syringe pump was checked. Crex. Reporting as a conservative measure. Adverse event effects were reported. The device history records were reviewed, and no events related to the reported issue were identified. The reviewed period spans from (B)(6) 2026 at 18:46:15 (last power-on) to (B)(6) 2026 at 00:59:01 (shutdown), with the objective of assessing device behaviour. The device was powered on with no infusion in progress. A bd plastipak 50 ml syringe was correctly installed and recognised, and the initial parameters were properly configured. The infusion was initiated by the user at 18:46:51 with a basal flow rate of 0.300 ml/h, with normal initial operation. Multiple boluses were administered following a consistent user-driven pattern (unlock, bolus at 1200 ml/h, manual stop, relock), with variable volumes consistent with manual interruption. On (B)(6) 2026 at 13:17:17, the basal flow rate was significantly increased from 0.300 ml/h to 4.300 ml/h, then adjusted to 3.000 ml/h. These changes, recorded as user actions, remained active thereafter. The infusion continued to operate stably until completion, with a delivered volume of approximately 49.3 ml and the expected end-of-infusion alarms followed by automatic stop. Overall, the device behaviour is consistent with normal operation, with no evidence of malfunction or unintended parameter changes. The reported event is attributed to a user programming error, specifically the manual increase of the basal flow rate during infusion. The reported device was not returned to brézins for physical investigation. However, the device history logs provided were reviewed in brézins. The analysis shows normal device operation over the reviewed period. A significant increase in basal flow rate, performed by the user during infusion, was recorded. No malfunction or autonomous behavior was identified. The event is attributed to a user programming error. Based on the available information and the reviews performed, no issue was identified. Therefore, the complaint is considered misuse. This complaint is considered as: misuse the trend is: n/a.